Event description:
Customer reports that the desiccant in the vial of strips fell onto his leg and caused a sore that has not healed. He reports that it appears to be weeping and is red. He states that he is allegic to silicon and will treat the wound accordingly now that he knows the desiccant is silica gel. No medical treatment sought at this point. Requested return of suspect vial and replacement was sent.